Event description:
Complainant alleged that while attempting to analyze the heart rhythm of an 80 year old male pt, the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.